Manufacturer narrative:
The returned device was evaluated and performed as designed. The pod was found to function as intended up until the hazard alarm being generated. The pod data indicates the pod was pumping prior to the alarm and would not cause or contribute to the reported high bg¿s. The exact cause of the alarm could not be conclusively determined.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
Customer reported a high blood glucose and a bent cannula. Customer reported her blood glucose and insulin history is as follows: (B)(6).